Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number 02f1300572 was reviewed and no issues or discrepancies were found related to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause. In order to perform a proper investigation, it is necessary to evaluate the sample involved on the incident. The customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation, it is necessary to evaluate the sample involved on the incident. If defective sample becomes available at a later date, this complaint will be reopened.

Event description:
The event is reported as: the customer alleges that the inspiratory limb of the circuit is disconnecting from the ventilator. The pt condition is reported as fine.